Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). According to the patient, the device was generating beeping tones. The patient was presented for an in-clinic device follow-up. Upon interrogation, the device displayed a voltage too low for projected remaining capacity (alert#1003). Ts discussed the issue and recommended device replacement. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The chronic device was explanted and replaced. The device is enroute to boston scientific's return products department.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded on (B)(6) 2014. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
Upon return, the device will undergo detailed laboratory testing to determine root cause.